Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt pulsating at her pace- maker site. Interrogation revealed an atrial lead impedance alert of less than 200 ohms. The lead was automatically switched from bipolar to unipolar with capture at 5.0 v which the patient was feeling. Noise was noted on the egm and could be reproduced when the patient pushed her hands together. The pulse generator was programmed to vvi and the patient will be monitored.